Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02088. The patient has two scs systems implanted. It was reported one of the patient's ipgs has shifted and is facing upward. She stated her physician plans to revise the ipg. It was also reported the patient experiences a burning sensation at her ipg site while recharging. She did not specify if this sensation occurs with both of her ipgs, therefore both devices are being reported. The sjm representative advised the patient on charging precautions. No further information is available at this time. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.